Event description:
It was reported that a patient with tactra malleable penile prothesis called in and noted that the device could not be used for intercourse. The device falls back down every time it was pulled up and one cylinder was rolling over. The patient was not satisfied with the placement of the malleable resulting to device replacement. The device was replaced with a new cylinder of the same size and there were no patient complications reported.